Manufacturer narrative:
The investigation is still on-going. A follow-up report will be submitted once the evaluation is complete.

Event description:
End of gun covering fractured, bent mechanism. It was fractured sometime between taking a sample and removing it from the patient.

Manufacturer narrative:
The associated job order was reviewed and there were no deviations, nonconformances, or anomalies noted. The receiver records were reviewed and no discrepancy related to the condition under evaluation was identified. The returned device was evaluated. Based on the physical review, it appears that the cannula was flattened/crimped around the stylet. This may have also occurred with the sheath and caused it to break during firing. During manufacture, each unit is test fired to verify proper functionality and proper fit between the stylet and cannula prior to release. Therefore, the device issue is not related to a manufacturing issue.